Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited a cassette not attached properly alarm when removing cassette at end of testing. No patient injury was reported.

Manufacturer narrative:
Device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was intact upon receipt. No error code was downloaded from the ehl (event history log). The customer reported issue was not duplicated during the investigation as the downstream occlusion sensor passed the pressure test. However, during the investigation, it was found that the air detector was not functioning. Root cause of the reported issue is unknown as it was not confirmed, but an issue involving the air detector not functioning was found. Replace the downstream occlusion sensor and the air detector. A nonconformance report (ncr) was created for the incorrect/no cassette/disposable detected issue. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Other, other text: b5: additional information received on 08-sept-2022 via email and attached in complaint object: these issues were discovered during testing, no patient involvement. H6: event problem and evaluation codes: updated. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: catalog number: 21-2120-0104-01